Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a clinical report from (B)(6) of capd peritonitis with (B)(6) in a (B)(6) male subject coincident dianeal pd2 therapy. On an unreported date, the subject began treatment with dianeal pd2 5 l daily (lot number unknown) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the subject experienced capd peritonitis and was hospitalized. On an unreported date in 2011, dianeal therapy was withdrawn. While hospitalized, the subject received unspecified treatment. On (B)(6) 2011, the subject recovered from the capd peritonitis and was discharged from the hospital. The investigator believed that the capd peritonitis was unrelated to dianeal therapy and was caused by contamination through the skin. The reporter declined to provide further information.